Manufacturer narrative:
Breas has not received the device but is working with the dme to have the device returned for inspection.

Event description:
On (B)(6) 2025, according to rt, the ventilator disconnect alarm was sounding; however, there is no record of this alarm in the alarm history. Patient died.

Event description:
On wednesday august 13th, patient name disconnected herself from her ventilator. Her ventilator never alarmed and she was without proper ventilation for roughly 2 minutes. With the help of her family & rn, we were able to bring her back in less than 2 minutes. After she became stable enough & everyone could breathe, the phone calls began! Unfortunately, we were informed from her pulmonology office at (B)(6) that patient name isnt the first child this has happened too & that it is a fairly common occurrence with the ventilator she is on. Patient name was switched to the vivo 45 ventilator manufactured by breas earlier this year because her prior one is no longer being manufactured. Our goal is to bring attention to the faulty software and demand change so that no ventilator dependent child has to continue to go through this horrific experience.

Manufacturer narrative:
Breas has not received the device but is working with the dme to have the device returned for inspection.

Event description:
On (B)(6) 2025, according to rt, the ventilator disconnect alarm was sounding; however, there is no record of this alarm in the alarm history. Patient died.

Manufacturer narrative:
Breas has not received the device but is working with the dme to have the device returned for inspection. Breas medical has contacted the customer four times since the report was received with no response. Breas is unable to retrieve the device and complete the investigation at this time.

Manufacturer narrative:
Breas has not received the device but is working with the dme to have the device returned for inspection.

Event description:
On (B)(6) 2025, according to rt, the ventilator disconnect alarm was sounding; however, there is no record of this alarm in the alarm history. Patient died.

Manufacturer narrative:
Breas is in contact with the reporter and investigation is ongoing.

Event description:
Unit was not using internal humidifier, was connected to a secondary humidifier. During nightly use, heated tubing flooded along with filter. This resulted in patient spo2 desat and required patient airway to be suctioned to restore spo2 levels. Please check the unit and verify correct operation as well as no potential water damage. Sd card capturing vent info will be provided along with unit. Heated tubing also available to be sent if requested.

Manufacturer narrative:
Breas has not received the device but is working with the dme to have the device returned for inspection.

Event description:
On wednesday on (B)(6), patient name disconnected herself from her ventilator. Her ventilator never alarmed and she was without proper ventilation for roughly 2 minutes. With the help of her family & rn, we were able to bring her back in less than 2 minutes. After she became stable enough & everyone could breathe, the phone calls began! Unfortunately, we were informed from her pulmonology office at pch that patient name isn't the first child this has happened too & that it is a fairly common occurrence with the ventilator she is on. Patient name was switched to the vivo 45 ventilator manufactured by breas earlier this year because her prior one is no longer being manufactured. Our goal is to bring attention to the faulty software and demand change so that no ventilator dependent child has to continue to go through this horrific experience.